Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sapphire registry during the index procedure the operator experienced retrieval difficulty with the angioguard it required advancing a shuttle sheath through the stent to retrieve the filter. Cas was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 6mm in a 5.0mm vessel diameter. The lesion was characterized with an arch I lesion. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion, it was pre-dilated and a 10x40mm precise pro rx stent was successfully deployed at the target lesion. The filter was successfully removed. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles or dissection. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any adverse events.

Manufacturer narrative:
(B)(4). Additional information is not available.

Manufacturer narrative:
As reported by the (B)(6) registry during the index procedure the operator experienced retrieval difficulty with the angioguard which required advancing a shuttle sheath through the stent to retrieve the filter. Carotid artery stenting was performed on an 80% occluded lesion in the ostium of the right internal carotid artery. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion, it was pre-dilated and a 10x40mm precise pro rx stent was successfully deployed. The filter was successfully removed. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles or dissection. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day without any adverse events. Lake region lot number 10212503 is cordis lot number 71212430. Per lake region report c (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10212503. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.